Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead had noise elicited with physical movement, undersensing of p-waves, high threshold, and was thought to be possibly fractured. The lead was explanted and replaced. During the pocket dissection, the left ventricular lead was damaged. The left ventricular lead was repaired and remains in use. No patient complications have been reported as a result of this event.